Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patients controller will power switch from side to side at random times. Patient states" "it will drop off the #1port and go to #2. It seem like if it is warm and humid and acts up more than if it is cool and dry. It was stated that the other day when "I was outside it switched off from power port #1 many times." Today, at work, the controller was using side 2 and all of the sudden it beeped saying no battery on side 1. Patient moved the cable a little and it connected again. After that I moved the cable slightly and I got it to disconnect while still hooked up. I know back in (B)(6) I got a critical battery alarm. I unplugged the battery I was using and plugged it back in and it was fine. I know the port itself is loose in the controller housing. It looks like there should be a rubber washer around the base of the port but it seems as if it had squished out from around the port". An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "power switching" and "loose component". Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event of "loose component" was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination as the connector on port 1 was found loose from the controller housing with a missing o-ring gasket and a loose locknut. These anomalies of loose connectors are being investigated by the manufacturer. The reported event of "power switching" was confirmed via log files which revealed potential switching events on the ports before the batteries reached 25% capacity. The batteries that participated during the power switching events: bat311916, bat311950 and bat312748. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. In addition, a power disconnect alarm on june 16, 2016 and two critical battery alarms on january 25, 2016 and april 23, 2016 were logged on the controller. Power disconnect alarm was logged on 06/16/2016 at 13:51:34 is due to a communication error between the controller and the battery. The batteries that participated during the power disconnect alarm: bat311950 and bat312748. Additionally, two critical battery alarms were logged, 01/25/2016 18:03:50 and 04/23/2016 at 12:12:40. The batteries that participated during the critical battery alarm: bat121375, bat312749, bat121365 and bat312748. Heartware has opened an investigation to evaluate communication failures between the batteries and controllers. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the power switching event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.